Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power/communication cable for the navigation system was frayed. Following replacement, the issue recurred though a restart of the navigation system then restored functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, a communication error appeared between the electromagnetic interface and the navigation system. It was reported that the emitter details showed the error occurred between the hardware of the navigation system. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The electromagnetic interface communication cable was returned to the manufacturer for evaluation. Testing found that the cable jacket was separated at the lemo connector. Additionally, continuity testing found an open in the cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was no delay to the procedure due to the reported issue.